Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire floppy for treatment. As the devices were being withdrawn from the patient, they became stuck on each other about halfway through. The physician attempted to release the devices from each other, but had to eventually remove both devices together. Because the entrapment occurred during removal of the devices, the ablation was already completed with these devices. No patient complications were reported due to this event.

Manufacturer narrative:
E1: state/providence - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotawire drive. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found that the device was fractured at 30cm from the proximal end of the rotawire. The rotawire fracture was inspected the distal end of the proximal portion of the returned rotawire was found to be kinked. Functional testing was performed using the returned rotawire. The proximal portion of the rotawire was able to be removed with resistance. During functional testing, the distal portion of the returned rotawire was able to be removed and reinserted with no resistance or issues, but the proximal portion was unable to be inserted beyond the kinked and fractured portion of the rotawire. Product analysis confirmed the reported events as the proximal portion of the returned rotawire was kinked, and the proximal portion could not be reinserted into the returned rotapro device.

Event description:
It was reported that the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire floppy for treatment. As the devices were being withdrawn from the patient, they became stuck on each other about halfway through. The physician attempted to release the devices from each other, but had to eventually remove both devices together. Because the entrapment occurred during removal of the devices, the ablation was already completed with these devices. No patient complications were reported due to this event.